Event description:
It was reported the patient's blood glucose level rose to 360 mg/dl while wearing the pod between 4 and 24 hours. In addition the patient reports the pod was leaking during wear. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the device was received with a kink observed on the exposed portion of the soft cannula. The timing and cause of this damage could not be determined. This damage did not prevent insulin from flowing through the fluid path. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. No leaks were observed. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.0 hardware: iphone17.2. Cgm sensor type: g7.